Event description:
It was reported that during an unknown procedure, the product seemed to get stuck in the on position. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the min button slightly separated. However this did not affect the functionality of the device. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. No conclusion could be draw as what could cause the damage at the min button.